Event description:
It was reported that during routine verification testing, it was discovered that the heart wire block connections on the external pulse generator (epg), were not firm and the lead could easily pull out. Therefore, the epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.